Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect1726 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that distal portion of guidewire approximately 1cm in length broke off after failed insertion while doing an u/s guided IV using bard accucath in patients right bicep area. The portion of the guidewire was removed.